Manufacturer narrative:
Expiration date: 03/31/2025. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/2.0/013 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a spherical lens of the same length and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the haptic bent. Dimensional inspections found the lens to be within specifications. Claim # (B)(4).